Manufacturer narrative:
Results - internal damage to rail center column assembly.

Event description:
It was reported by service report that the side rail does not raise or lower and cannot be locked in the upright position. It is unknown if there was patient involvement or adverse consequences occurred.